Event description:
Hill-rom rec'd a report from a hill-rom tech stating the breaks were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the caster brakes were worn. Per the hill-rom svc manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performs preventative maintenance on their beds. The tech had the brake casters to replace to resolve the issue. Based on this info, no further action is required.